Event description:
It was reported that upon opening the package a blue ink pen was found wrapped on top inside the sterile package. It was noticed by the nurse because the package was not flat on the bottom; couldn't set pack flat on dr's tray.

Manufacturer narrative:
Device not returned.